Event description:
On 12/15/1998 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. On 12/18/1998 the pt presented with claudication type symptoms and right groin pain while walking. An ultrasound revealed "60mm resistance at resting". No intervention was reported. On 12/28/1998 the pt again presented with complaints of claudication type symptoms. The pt was admitted to the hospital, where an angiography of the right femoral artery revealed a large thrombus and a stent was placed. Pt discharged on 12/29/1998 in good condition. As of 02/10/1999 there has been no further report to the MFR of complication or add'l pt sequelae.